Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited damage to the acoustic lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for investigation. Upon evaluation of the device, was confirmed. Based on the results of the investigation, there was no information that led to the identification of the root cause or the cause of the occurrence. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.